Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The threaded tip is missing on the stem extractor.

Manufacturer narrative:
Examination of the submitted device confirmed the threaded tip has fractured. The root cause is attributed to misuse due to levering the device from side to side while assembled to the rod trial. No evidence was found indicating product error was a contributing factor to the reported event, the need for corrective action is not indicated. Monitor trends through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.